Event description:
The customer reported via e-mail that the pump stopped pumping. It was stated that the customer changed the site. Primed three times, and still the pump was not delivering. Also it was indicated that the customer was hospitalized for high bgs.